Manufacturer narrative:
Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The user facility reported to olympus that during an endobronchial ultrasound scan with transbronchial needle aspiration biopsy, the single use aspiration needle was injected in the lymph gland but was unable to be removed. It was "stuck" in the gland. The needle was loose within the sheet. The physician took the sheet out as well as the scope and was then able to remove the needle with a grasper. This retrieval extended the procedure by 10-15 minutes. Additionally, the procedure was only partially completed and the aspiration from the second lymph node was omitted. It was stated there was no harm/bleeding to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported failure likely occurred due to the device experiencing excessive resistance and/or angulation. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
Additional information reported by the physician indicated that the aspirates from the one of two planned lymph nodes were sufficient for diagnosis and no follow up procedure was necessary.